Event description:
It was reported that during the procedure, a 3.5x20 trek rx balloon dilatation catheter was advanced without resistance over a non-tapered, non-abbott guide wire, into a non-abbott sheath, to a moderately calcified, eccentric, 75% stenosed, de novo lesion in the non-tortuous proximal right coronary artery. While inflating the trek rx with an indeflator, the balloon ruptured at 10 atmospheres during the first inflation. The trek rx was withdrawn from the anatomy without resistance and dilatation was completed using a 3.5x20 non-abbott balloon. There were no reported adverse patient effects and no reported clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.